Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code product used off-label or against the contraindications or not according to the instructions for use (IFU). [Only use if no actual product malfunction has been reported]. The batch 6008189 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6008189 was manufactured according to the work instruction (wi) version 72 manufactured in the line 6, on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/apr/2025 against malfunction code product used off-label or against the contraindications or not according to the instructions for use (IFU) and lot no other complaint has been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: malfunction cannot be determined, no non-conformance (nc) raised during production related to complaint code, no other complaint was received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in spain. The patient mother reported that when changing the infusion set, she forgot to prime it and primed with 12 units once inserted into the patient on (B)(6) 2025, which resulted in elevated blood glucose (380 mg/dl) and by now it was 390 mg/dl still rising, therefore patient had received bolus. The patient mother also reported that the patient had ketones which was 0.8 mmol/l. No further information was available.